Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports testing 80 mg/dl on the mobile system; she reports she ate but felt "bad" after testing 95 mg/dl on the mobile system. The customer became unresponsive and her son called an ambulance; 15-20 minutes later she tested 38 mg/dl on a professional device. The customer was treated with an injection (contents unknown), and taken to the hospital where she remained for 5 days. The customer's condition has improved. Requested return of suspect device.